Event description:
Reporter stated patient experienced elevated blood glucose (>600 mg/dl, normal = 150 mg/dl) in 2003. Reporter does not remember if patient bolused at that time or not. Reporter took patient to emergency room and they were diagnosed with ketoacidosis. Patient received an insulin IV drip and was admitted and released within 4-5 hours. After being released from the hospital the patient switched to their backup device.